Manufacturer narrative:
Concomitant products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 97754, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient had her adaptive stimulation set 2 days prior. Since then, when bending forward in a more extreme angle, the stimulation came on higher for 20-30 seconds before it goes to the setting she had it set on. The patient was advised to check her prone position setting and to make adjustments. The other positions were working fine. The patient was redirected to her physician if the adjustment didn¿t work. Additional information about any troubleshooting and the outcome was requested. If received, a follow up report will be sent.

Event description:
Additional information received reported the patient received assistance from their healthcare professional or a manufacturing representative and their concerns were resolved. The patient had an appointment on (B)(6) 2015.